Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. Where was the surgicel used (on what tissue)? 6. How much surgicel was used during the procedure? 7. How much surgiflo was used during the procedure? 8. Was the surgicel product left in place? 9. Was surgiflo removed or left in the patient after hemostasis? 10. What were current symptoms following the index surgical procedure? What was the onset date? 11. Were cultures performed? If yes, results? 12. Has any additional surgical or medical intervention been performed? 13. What is the surgeon¿s opinion of why the patient experienced the infection? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 15. What is the patient¿s current status? 16. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior cervical and thoracic spinal canal expansion decompression, bone graft fusion, and internal fixation procedure on (B)(6) 2025 and absorbable hemostat was used. The patient underwent surgery due to cervical and thoracic spinal stenosis. During the surgery, fluid gelatin was used for hemostasis. After the surgery, infection was prevented and dressings were changed regularly. The patient was discharged from the hospital 11 days later and continued treatment in the rehabilitation department of our hospital after discharge. After 19 days, incision infection, exudation, and deep abscess formation were found. Bacterial culture indicated enterobacter cloacae infection. The patient underwent surgery again 23 days after the surgery, debridement and drainage on (B)(6) 2025. Anti-infection treatment was actively carried out after the surgery, and the patient is currently in stable condition. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Type of investigation a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h10. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.